Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 2 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by a cut/tear in the exhaust hose. 1 device was found to be affected by a damaged hose.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a stress problem.   Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.